Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including pain, additional medical treatment and hospitalization; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, as specific implant date was not provided, the date of implant was estimated as (B)(6) 2007. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard mesh (bard flat mesh) in 2007. It is alleged that the patient became severely injured, suffered and will suffer pain and suffering, mental anguish, underwent treatment and hospitalization relevant to the incident resulting in injury, both past and future. It is also alleged that the device was defective.